Event description:
An ophthalmic doctor indicated that the length of the cannula was difficult to use and lead to retinal incarceration during the vitrectomy procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information and sample has been requested. (B)(4).

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause for the reported event is unknown; without a sample, it is not possible to isolate the root cause. (B)(4).